Manufacturer narrative:
The medical center did not return the impella pump product. The logs however were returned and they were analyzed. The analysis determined that the root cause was biomaterial ingestion. This was determined after analysis of the purge pressure, flows, and effect the infusion of the tpa made to the pump performance. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time into the product malfunction. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted to the operating suite (or) for mitral/tricuspid valve repair. While in the or she suffered from ventricular fibrillation storm and was shocked multiple times by her ICD. Due to this deteriorating condition she had an impella 5.5 placed via a graft to axillary artery. When her condition still was poor, the team placed ECMO for right ventricular failure. The patient stabilized and was released from the or to the ICU for continued monitoring. After 4 days of support she returned to the or for washout and while on the or table the impella pump stopped. The pump was able to be restarted. The pump's purge pressure parameters were not optimal, and so tpa was added to the purge. The pump remained on for support and after 15 days of total impella support the pump was explanted when care was withdrawn and she expired.